Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported an ultrafiltration (uf) issue that was occurring during treatment on a fresenius 2008t hemodialysis (hd) machine. The biomed stated the treatment details on the machine¿s home screen were not matching what was being displayed on snappy, their electronic medical records (emr) system. The biomed stated they utilize a maximum uf rate of 1300 ml/hour, which cannot be exceeded. However, when the staff inputs the data on the machine and verifies that this uf rate is not exceeded, they look on snappy and the number calculated is higher. The staff then needs to lower the number on the 2008t machine until the upper limit of 1300 ml/hour is no longer exceeded in snappy. Follow up with a registered nurse (rn) at the user facility confirmed the reported issue. The rn stated the calculations in the two systems are not aligned and it requires the staff to ¿mess with¿ the parameters on the machine¿s home screen until it no longer states that the maximum uf has been exceeded (in snappy). The rn stated there have not been any missed treatments due to the issue. In addition, there has not been any patient harm or injury due to the reported issue. There have not been any adverse events due to the discrepancy between what is displayed on the 2008t machine and what is displayed in snappy. Ultimately, the uf values displayed on the home screen accurately depict what is actually being removed during the treatments. The issue is still being investigated by the biomed and it is unknown how many occurrences there have been. No additional information was provided, including any patient identifiers.